Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels over 600 mg/dl with small ketones. The contact believed that the pump was the reason for the high bg levels; however, the specific pump issue was unable to be verified. The customer addressed impacted bg levels with insulin pens and has discontinued using the pump for insulin therapy. Customer confirmed an alternate method of insulin delivery was available.